Event description:
Ous MDR - after an implantation period of approximately 102 months, oversensing on this lead was reported. No adverse patient events were reported. The lead remains implanted. Should additional information become available this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The provided data has been evaluated and revealed artefacts on both the rv and the ff channel. Based on the data provided, a lead issue cannot be ruled out. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.